Manufacturer narrative:
This correction report is being submitted as this event is no longer considered reportable based on product investigation results confirming normal device operation. Detailed results are explained as follows: the returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. This device returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. This device returned for analysis. No additional adverse patient effects were reported.